Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 27-oct-2017 a field service engineer (fse) confirmed that the plastic sleeve on the b/f wash probe was damaged. The fse replaced the b/f wash probe and verified proper positioning. The fse did not find the b/f wash probe previously dropped by the customer. The fse ran daily check, quality controls without any issues. The aia-600ii was operating within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-sep-2016 through 27-oct-2017. There were no other similar complaints identified during the searched period. The aia-600ii operator's manual under chapter 9, maintenance, provides step-by-step instructions on proper replacement and cleaning of the b/f wash probe tip. The most probable cause of the reported event was due to user handling.

Event description:
On (B)(6) 2017 a customer reported b/f wash probe tip fell and could not be found while running patient samples on cardiac troponin I (ctnl) and follicle stimulating hormone (fsh) with aia-600ii instrument. The customer attempted to install a new b/f wash probe tip, but the plastic tubing that the b/f wash probe tip attaches to was damaged, preventing the new tip from being installed. The customer was unable to run patient samples on ctnl and fsh. On 27-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.